Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had pump error alarm also buttons did not work. Customer's blood glucose value was unknown at the time of the incident. Customer stated that it was not possible finish tests because keypad was unresponsive. The device will not be return for analysis.